Event description:
International customer reported that the needle pulled off the suture. The needle became lodged within the uterus and required surgical intervention to excise the needle.

Manufacturer narrative:
Date sent to the FDA: 01/18/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.